Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call on (B)(6) 2018 that the sensor or introducer needle fractured while in the body. Blood glucose level at the time of incident is unknown and no symptoms or treatment reported. Customer also reported issues with communication between transmitter and sensor. Troubleshooting occurred but product will be returned for analysis.

Manufacturer narrative:
Inspected one opened/used sensor and found sensor retracted inside sensor. Unable to confirm customer received sensor damage due to customer returned opened/used.